Event description:
Received a written report on 10/04/2005 of a tubing separation at the t connection before the arterial chamber. This event occurred with the custom combi bloodines set. The reported event occurred at the end of the patient's dialysis treatment. The facility also reported that the patient did lose a "minimal amount of blood." The patient did not receive any further medical treatment or intervention related to this event. The report from the facility reported two different lot numbers for this device and was unable to identify exactly which lot number this bloodline came from. The lots were (5kr0961 or 5jr082) as reported by facility. The sample is available.